Event description:
Related manufacturer report number: 2017865-2022-42132. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead and atrial lead. No changes or intervention was performed; the physician will continue to monitor. The patient condition was stable.